Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an impedance reading >40000 ohms for electrodes 0-3. The pt used electrodes 0-3 for programming. The pt lost stim sensation and therapeutic effect within the past couple of days. The pt was very active, but did not recall an incident that may have caused stim changes. Add'l info was requested.